Manufacturer narrative:
(B)(4). D4. Product ID was provided for two liners; however, it is unknown which of the two was associated with the malfunction. Therefore, could be any of the following: 0100013407 - durasul, alpha insert, gg/32 - 3216383. UDI: (B)(4). Manufacturing date: oct 10, 2024. Expiration date: oct 10, 2029. 0100013206 - durasul, alpha insert, ff/28 - 3208940. UDI: (B)(4). Manufacturing date: jul 30, 2024. Expiration date: jul 30, 2029. D10. Durasul, alpha insert, ff/28 item # 0100013206 lot# 3208940. Unknown cup item # unknown lot# unknown. G2. Report source: germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during an initial surgery, an inlay was correctly anchored by hammering it into the cup. During the reduction, the inlay turned in the cup and dislodged. There is no reported harm or injury to the patient. It is unknown at this time how the surgery was completed. Due diligence is in process and to no additional information on the reported event has been provided at this time.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h10, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Surgical technique specifies that the size of the insert is indicated by a letter code and needs to match the size on the corresponding shell. Once the shell is implanted, bone or soft tissue remnants must not overlap the edge of the shell as they may prevent the insert from snapping into position; therefore, it is recommended to free the edge of the shell and clean and dry the inner surface of the shell before positioning the insert. Subsequently, the insert should be positioned over the shell and rotate clockwise, while the peg of the insert must be inserted in the pole plug of the shell. The insert is then completely seated in the shell with a final light hammer blow. If the liner can still be rotated after impact or protrudes unevenly from the shell, this indicates mispositionning, nonconcentric, or soft tissues interference between the liner and the shell surfaces. Review of the complaint history for the insert found no additional related complaints for this item and the reported part and lot combination. Based on the information provided, it can be assumed that the size of the shell was adequate to the corresponding insert; however, due to insufficient product information for the shell, the compatibility of the products involved could not be confirmed. None of the products involved in the reported event were returned for investigation; therefore, a product evaluation could not be performed, and it was not possible to test the assembly of the parts. Review of the manufacturing records confirms that the insert was produced according to specification; therefore, it is not expected that the manufacturing process contributed to the reported event. Based on the available information it remains unknown if and to what extent a possible interference between the insert and the shell during the procedure might have contributed to the reported event. Therefore, based on the available information, a definitive root cause for the reported event could not be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a2, a3, a4, b4, b5, b7, d1, d4, d10, g3, g4, g6, h2, h3, h4, h10, h11. D4. It was confirmed that the only liner associated with the malfunction for this event is the following: 0100013206 - durasul, alpha insert, ff/28 - 3208940 UDI: (B)(6). Manufacturing date: jul 30, 2024. Expiration date: jul 30, 2029. D10. Unknown allofit cup uncemented size 46 item# unknown lot# unknown.

Event description:
It was reported that during an initial surgery, an inlay was correctly anchored by hammering it into the cup. During the reduction, the inlay has turned in the cup and had dislodged. Finally, it could be fixed and the device was implanted. There is no reported harm or injury to the patient. Diligence is completed and no further information on the reported event has been provided.